Event description:
Customer reported an unexpected negative reaction with cell 9 of capture-r ready-ID when manually testing a specimen containing anti-fya. .

Manufacturer narrative:
The customer did not return product or sample for investigation testing. The reactivity of the fya antigen was confirmed on retention capture-r ready-ID, lot id089.